Manufacturer narrative:
Method: the complaint neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. The subject fascia and valve system were then fitted into a known good manometer and tested according to the neopuff technical manual. Results: visual inspection revealed that the gas outlet port was broken. No physical damage was seen to the manometer and no blockage was found on the manometer inlet port. All internal tubings were found to be properly fitted. Performance testing revealed that the valve system passed the test specified in the neopuff technical manual. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit.

Event description:
A distributor in turkey reported that when the pip and peep settings were adjusted on the rd900 neopuff infant resuscitator, no changes could be seen on the manometer. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator is currently en route to fisher & paykel healthcare in (B)(4) for investigation to determine if it caused or contributed to the reported event. We wil provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that when the pip and peep settings were adjusted on the rd900 neopuff infant resuscitator, no changes could be seen on the manometer. No patient consequence was reported.